Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; no cracks were found to the casing at the cartridge compartment. Unrelated to the original complaint, the battery compartment was cracked in two places. The display screen was dim and discolored. The audio bolus button was damaged; however, the bolus button was responsive during the investigation. In addition, the keypad was peeling at the base and the ok and contrast buttons were intermittently responsive. Upon removal of the keypad, contamination was found under all keypad contacts. Additionally, moisture was observed under the keypad.